Event description:
The customer reported that the pump had an alarm. The customer tried a set change to solve the problem. During the call the customer informed that they were hospitalized for high bgs. The customer had shortness of breath and low-grade infection. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained to the customer that the pump is operating as designed and does not need to be replaced. Instructed the customer to change the site and take a manual injection as per md protocol.